Event description:
The surgeon was performing a cystoscopy; left ureteroscopy laser lithotripsy; left ureter stent exchange; retrograde pyelogram; and extracorporeal shockwave lithotripsy. The procedure was uneventful for the patient. An employee in the or received a first degree burn (reported area was "her belly") when the tubing "crimped" outside of the patient area and "blew." The laser rep noted the crimped tubing and the area that "blew." The employee was sent for treatment to occupational medicine. The patient was not affected.